Event description:
It was reported that the patient experienced palpitations, shortness of breath, and fatigue. There was ventricular undersensing noted on electrograms. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.